Event description:
It was reported that after device replacement due to normal battery depletion, this right ventricular (rv) lead exhibited high out of range shock impedance. Reportedly, before the device replacement, the shock impedance exhibited in range measurements. The patient remained in the hospital and was kept monitored with the device programmed off until the lead replacement procedure, as it was scheduled for four days later. The rv lead replacement procedure has not yet been confirmed. No additional adverse patient effects. Additional information indicates the rv lead was successfully replaced, however, it could not be explanted and remains surgically abandoned, therefore, it is not expected to be returned for analysis. In addition, due to the age of the patient, the physician decided to implant a df4 device. The patient was sent home the day after the replacement procedure. No additional adverse patient effects.